Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent damage occurred. As the physician was preparing a liberte' monorail coronary stent delivery system 3.50x16mm, it was noticed that a strut of the proximal part of the stent has a "problem". The product was not used on the patient. The procedure was completed with another of the same device.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.